Manufacturer narrative:
Block e1: initial reporter city: (B)(6); reported here as the address exceeded character limit for the designated field. Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb broken. Block h11: a flexima biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the stent barb broken and the suture still attached to the push catheter suture hole. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to the physician not following the IFU during the procedure. It may be that not retracting the guidewire into the scope could have put more pressure to the handle, which caused the physician to apply force when trying to release the suture, limited the performance of the device and contributed to the reported event and observed damages. Therefore, the most probable cause is failure to follow instructions. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was inside the patient during the attempted deployment. The IFU states "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct for the treatment of a suspected bile duct cancer during a bile duct stent placement procedure performed on (B)(6) 2024. During the procedure, the suture was unable to be removed. The procedure was completed using another flexima biliary stent. There was no patient injury reported as a result of this event. It was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent barb was broken. Please see block h11 for full investigation details.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct for the treatment of a suspected bile duct cancer during a bile duct stent placement procedure performed on (B)(6) 2024. During the procedure, the suture was unable to be removed. The procedure was completed using another flexima biliary stent. There was no patient injury reported as a result of this event. It was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent barb was broken. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6); reported here as the address exceeded character limit for the designated field. Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb broken. Block h11: a flexima biliary stent and delivery system were returned for analysis. A media inspection of photo provided by the complainant noted that there was evidence of stent barb detached, and the suture was still attached to the push catheter suture hole. Visual examination of the returned device found the stent barb broken and the suture was still attached to the push catheter suture hole. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due not following the instruction for use (IFU) during the procedure. It may be that not retracting the guidewire into the scope could have put more pressure to the handle, which caused the user to apply force when trying to release the suture, limiting the performance of the device and contributed to the reported event and observed damages. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was inside the patient during the attempted deployment. The IFU states "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."